Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, in addition intermittent loss of capture (loc) was also observed. The patient felt chest pain. As a result, the patient underwent a revision procedure, and it was found that the patient had a cardiac tamponade with pericardial effusion due to a perforation of the heart wall. A pericardial drained was performed. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead has not been returned to boston scientific for further analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, in addition intermittent loss of capture (loc) was also observed. The patient felt chest pain. As a result, the patient underwent a revision procedure, and it was found that the patient had a cardiac tamponade with pericardial effusion due to a perforation of the heart wall. A pericardial drained was performed. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific since it was retained by the explanting hospital.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, in addition intermittent loss of capture (loc) was also observed. The patient felt chest pain. As a result, the patient underwent a revision procedure, and it was found that the patient had a cardiac tamponade with pericardial effusion due to a perforation of the heart wall. A pericardial drained was performed. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv lead was returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.